Event description:
A falsely elevated troponin I result of 9./6 ng/ml was obtained on a pt sample. The result was reported to the physician. The sample was retested after re-spinning and a result of 0.09 ng/ml was obtained. Although cardiac catheterization was prescribed as a result of the falsely elevated troponin I result, there was no report of adverse health consequences to the pt. Analysis of instrument and instrument data indicate that the most likely cause for the falsely elevated troponin I is pre-analytical sample handling issue.